Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they met with their manufacturer representative (rep) and they changed the rate the device sent stimulating. Pt noted however, that they still had to charge the device every 48 hours or so. Pt stated rep said with the settings, it should last 7-9 days, but it was only lasting 2-3 days. Pt reported the issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was that the battery on the stimulator seemed to be running down very quickly. Patient stated that within 24 hours the battery went from 100% to 50%. Agent asked the patient if they had been on an adjustment lately; patient said no and stated that they only had one program set at 5.0 and the others were at 4.3. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.